Event description:
A surgeon reported that following intraocular lens (iol) implant surgery the lens was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information. (B)(4).